Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and therapy date is estimated. Concomitant medical products: xience prime 3.0x23 stent, aspirin, ticagrelor. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure as the patient was hospitalized and medication was administered. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.0x12mm xience prime stent was implanted in the mid left anterior descending (lad) coronary artery lesion, and a 3.0x23mm xience prime stent was implanted in the first obtuse marginal coronary artery lesion without a device malfunction. In (B)(6) of 2017, the patient was hospitalized for precordial distress. Medication was provided and two stents were implanted in the left circumflex (cx) coronary artery. The event resolved without sequela and the patient was discharged from the hospital. Per physician, the event was unknown if related to the device. There was no additional information provided.